Event description:
Pt here for laser lead extraction. Pa [physician assistant] and surgeon [redacted] using device called tightrail sub-c when handle broke. Device removed from field and new device used without incident. Device bagged and placed in spor locker in dirty room. Device is ref 560-011 spectranetics, lot 0303448393, exp date 4/2/27.